Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer reported that they received calibration error alarms. The customer's blood glucose was 178 mg/dl and sensor glucose was 54 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that the needle did not retract after removing the sensor. The customer stated that there were bent cannulas on the previous sensors. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications and performed bicarbonate buffer test. The sensor passed with accurate readings.